Event description:
The customer reported that they heard a loud snap during a procedure. The customer rebooted the system and it began working.

Manufacturer narrative:
The ge service rep found two events of the tube arcing. During one lumbar facet procedure and one selective nerve root block. The c-arm was used for oblique images during arcs. They replaced the x-ray tube. The rep conducted a filiment calibration, backed up files to disk and performed a system arc test. The system makes fluoro in normal and high level modes at maximum technique without arcing. The system operates as intended.